Manufacturer narrative:
The check of the DHR of the lot # involved (201505795) did not show any pre-existing anomaly on the 148 helix drills manufactured with this lot #. Broken drill bit involved was not returned to limacorporate for analysis (discarded by the hospital). Breakage of drill bits is a common occurrence in orthopedic surgery since twisting of the bit and torque accidentally applied by the surgeon during drilling can lead to the breakage of the drill. According to the info reported, during this surgery, the surgeon himself commented that he could have applied an excessive torque. We can then speculate that this is not a product-related issue. However, in (B)(6) 2016, after receiving similar complaints, limacorporate decided to update the technical drawings of the helix drills with product codes 9084.20.081 - 9084.20.086, by increasing the core diameter of the instruments. This product improvement was introduced to increase the helix drills mechanical strength and reduce the risk of occurrence of intra-op breakage. All the breakages of the helix with codes 9084.20.081-9084.20.086 we are aware of have been manufactured before the update of the instrument design. Pms data: a total of 22 breakages were reported on the helix drills v.00 (involved in this intra-operative issue) manufactured by limacorporate with product codes 9084.20.081 and 9084.20.086 on a total of 1200 v.00 helix drills manufactured from 2013. Limacorporate will keep monitoring the market to verify the effectiveness of the mentioned corrective action. Note: this is an initial-final combined MDR as all the available information has been already received and analyzed.

Event description:
During surgery performed on (B)(6) 2019, an intra-op issue with the drill code 9084.20.086, lot# 1505795 occurred: the drill helix got broken into two pieces, while the surgeon was drilling patient's bone. According to the info reported, the surgical staff was able to easily recover both the pieces of the broken instrument without requiring additional surgery time and without causing any consequence for the patient. The surgery was completed successfully by using the smaller of the two drill bits available. Approximate number of uses of the affected instrument: 50-60. Event happened in USA.